Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no abnormalities. During functional testing, the device performed as expected. Visual and functional testing of the returned product confirmed the product met specifications that were tested regarding the reported conditions. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: blade twitches, out of alignment. Occurred during testing. There was no patient involvement, no medical intervention, no patient death, and no labeling and/or packaging issues.